Manufacturer narrative:
H6: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. According to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), complications associated with use of the gore® tag® thoracic endoprosthesis may include but are not limited to endoleak, aortic expansion (aneurysm), stent graft (migration) and reoperation.

Manufacturer narrative:
H6: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. H6: code b20 -the device remains implanted and was therefore not available for engineering evaluation by gore. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2022, the patient underwent an endovascular treatment of a thoracic aortic aneurysm using non-gore stent graft (najuta) and gore® tag® conformable thoracic stent graft with active control system. On an unknown date, a type iii endoleak between the non-gore stent graft (najuta) and the gore® tag® conformable thoracic stent graft with active control system, the aneurysm enlargement (amount unknown) and a migration of non-gore stent graft were observed. On (B)(6) 2023, a reintervention was performed to the type iii endoleak. It seemed that the initial gore® tag® conformable thoracic stent graft with active control system also moved distally slightly. A gore® tag® conformable thoracic stent graft with active control system was implanted to reline overlapped section between the non-gore stent graft (najuta) and the initial gore® tag® conformable thoracic stent graft with active control system. A gore® tri-lobe balloon catheter was attempted to use for touch-up ballooning. When the catheter of gore® tri-lobe balloon catheter was attempted to advance on a guidewire, the guidewire protruded from the guidewire lumen to outside of the catheter. This occurred before the catheter of gore® tri-lobe balloon catheter was inserted into the patient body, so there was no harm to the patient. This gore® tri-lobe balloon catheter was abandoned to use and another one was used as replacement. A touch-up ballooning was performed, then the angiography revealed no endoleak. The procedure was concluded and the patient tolerated the procedure. Reportedly, it was unknown when that hole appeared during preparation and it seemed that the hole was observed between the shaft and balloon.